Manufacturer narrative:
.

Event description:
The patient reported an overdose following a reprogramming session. Symptoms included crying, stumbling, sleeping a lot, hallucinations, and feeling like there was oil or glue in his mouth. The patient reported his status as fair and that he was at home. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates dilaudid and clonidine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.